Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer had failed to open. A technical support specialist (tss) checked myqlink and found that the item was not assigned, and the patient referenced by the customer was not listed in myqlink. The tss connected to the unit and verified that gabapentin 100 mg was assigned in the machine. The tss checked the drawers, and all were populated correctly. The tss rebooted the machine, but the cubie lid still did not open. The tss had the customer to wiggle the pocket and knock under the drawer, but the lid still did not open. The tss attempted to open the lid through the tester app, but it still failed to open. The tss then released the cubie from the drawer. The tss advised the customer to contact the pharmacy for further guidance on how to proceed with accessing the item to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, nurse attempted to issue gabapentin 100mg to a patient, but the drawer did not open and checked myqlink and found that the item was not assigned, and the patient referenced was not listed in their myqlink. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.